Event description:
A valiant captivia stent graft was implanted in the patient for the endovascular treatment of 250mm length thoracic aortic dissection. The dissection had spread distal to the superior mesenteric artery prior to the procedure. The distal aorta measured 36mm in diameter. It was reported that the thoracic dissection appeared to be sealed both proximal and distal after the final angio at the time of the index procedure. The patient returned to the hospital and the physicians found the distal seal above the celiac artery to be compromised allowing dye to flow retrograde into aneurysm sac. The physician made multiple inflations with an aortic balloon distally not obtaining a seal. No further intervention was performed. Per the physician the cause of the event is unknown. No additional clinical sequelae were reported and the patient will be monitored by their physician. .